Event description:
It was reported that during a right colectomy procedure the clips came out alone and crossed. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by event description, "clips came out alone?" Please provide more specific information regarding issue. Response: the clips were ejected without user activation. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended however the orange indicator was noted undertraveled. Please note that this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.